Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place the 3.00x16 mm taxus liberte stent, but was unable to cross the lesion. Upon placing the catheter into the target position, damage to the stent was noted. The procedure was completed with another taxus liberte stent. No pt complications were reported. Pt's status reported as "good". Additional info was requested, but not provided.

Manufacturer narrative:
(B)(4).